Event description:
It was reported that the blister was blank except for lot, manufacture date and expiration date with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter: customer provided a photo with the paper part of the blister, where no information is printed on. Only lot and manufacturing/expiring date.

Manufacturer narrative:
Investigation: one photo sample was received for investigation. Upon visual inspection we can verify missing information from the product label. A device history review was performed for reported lot 1901229, no deviations or non-conformances were identified during the manufacturing process related to the reported issue. While no direct issue was identified, it was confirmed this instance occurred as a result of human error, the paper roll not being properly replaced by the machine operator.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blister was blank except for lot, manufacture date and expiration date with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter: customer provided a photo with the paper part of the blister, where no information is printed on. Only lot and manufacturing/expiring date.